Manufacturer narrative:
(B)(4).

Event description:
The lead was explanted and discarded.

Event description:
It was reported that noise was observed. There were no adverse event for patient reported. Patient will be scheduled for replacement.